Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to fracture during general changeout. The field representative overheard the physician stated the lead had fractured however, there was no evidence to support the issue. Boston scientific technical services (ts) reviewed the data sent by representative and determined that the lead measurements were all stable and normal. Noise was noted on electrocardiogram (ECG) of ventricular episodes after the device was disconnected. Ts could not conclude the reason to suspect fracture. The rv lead was sent to the pathology laboratory of the hospital but it was not confirmed if the lead will be returned. Additional information obtained however no further information available. The rv lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.